Event description:
At the initial stimulation of the device (no date reported), all electrodes reportedly were working. Since that time, several elecrodes were found to be open circuited. In 2005, only six functional electrodes existed. Explantation and reimplantation surgery is scheduled for 2006.